Event description:
A right 20g8cm powerglide pro midline was placed in the right cephalic vessel. Had good blood return (labwork retrieved), but resistance was met with flush x2 attempts. The catheter was removed, but the plastic tip was not intact (1 centimeter (cm); wire noted to be intact.